Event description:
In programming the pump, there is a step that asks whether to program in ml or mg. On two occasions, ml was selected instead of mg, therefore, all parameters were set up in ml. A nurse thought they were setting the pump based upon concentration not volume. In one case, on 10/4/96, when 4 mg of morphine (5 mg/ml concentration) was to be administered, the pt rec'd 4 ml of morphine, because of how the pump was set. Event #2 occurred 10/11/96. What type of staff or hlth care care practitioner made the initial error? First incident, nursing supervisor; second incident, nurse anesthetist. Pts were not injured, but could have been if the pump had continued at the ml setting. Who discovered the error? First incident, the pharmacist; second incident, the nurse anesthetist. When and how was error discovered? Because the bolus took so long to administer and the nurse was not able to put in a concentration, they called the pharmacist to check the pump. The nurse anesthestist realized the error themself because the bolus took so long to administer. A sheet of step-by-step instructions was developed for programming the pump. The rptr feels that there should be a way to program out the ml setting. (The ml setting is commonly used for epidural administration where less concentrated drugs and more volume are utilized.

Event description:
In programming the pump, there is a step that asks whether to program in ml or mg. On two occasions, ml was selected instead of mg, therefore, all parameters were set up in ml. A nurse thought they were setting the pump based upon concentration not volume. In one case, on 10/4/96, when 4 mg of morphine (5 mg/ml concentration) was to be administered, the pt rec'd 4 ml of morphine, because of how the pump was set. Event #2 occurred 10/11/96. What type of staff or hlth care practitioner made the initial error? First incident, nursing supervisor; second incident, nurse anesthetist. Pts were not injured, but could have been if the pump had continued at the ml setting. Who discovered the error? First incident, the pharmacist; second incident, the nurse anesthetist. When and how was error discovered? Because the bolus took so long to administer and the nurse was not able to put in a concentration, they called the pharmacist to check the pump. The nurse anesthestist realized the error themself because the bolus took so long to administer. A sheet of step-by-step instructions was developed for programming the pump. The rptr feels that there should be a way to program out the ml setting. (The ml setting commonly used for epidural administration where less concentrated drugs and more volume are utilized).